Manufacturer narrative:
Received unit with blank display due to corrosion on electronic assembly. The motor assembly was found corroded. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump had been submerged in a swimming pool. Customer stated that water was visible behind the display. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.